Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument to perform failure analysis. The 8mm harmonic ace instrument was analyzed and found the teflon pad damage. Visual inspections showed that the teflon pad appeared to be attached but there was some missing material found as well. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument had a defect due to partial peeling of the teflon pad. The user completed the procedure using the backup instrument with no further issue reported. Intuitive surgical, inc (isi) followed up with surgeon and obtained the following additional information regarding the reported event: the surgeon confirmed that a fragment, the teflon pad, fell inside the patient and was retrieved using a laparoscopic instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.